Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements. It was clarified that the patient experienced an intrinsic fluid retention and that may explain the low impedance measurements. The therapy was deactivated and draining of the fluid is being performed. At this time, this system remains implanted but out of service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements. It was clarified that the patient experienced an intrinsic fluid retention and that may explain the low impedance measurements. The therapy was deactivated and draining of the fluid is being performed. At this time, this system remains implanted but out of service. No adverse patient effects were reported. Additional information was received detailing that a follow up was performed and impedance measurements were increasing into normal parameters. X-rays were performed. It was decided to activate the therapy of the patient, no defibrillation threshold (dft) test was performed. This system remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: impact codes.